Manufacturer narrative:
(B)(4). The device has been received by baxter, and the condition was confirmed. "This complaint is an ancillary service event opened during investigation of (B)(4)." The cause was determined to be damage to the alternating current (ac) power cord. "To correct the condition, the ac power cord was replaced." If any additional information is received, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
During preventive maintenance by a baxter service technician, a flo-gard infusion pump was found with a broken ac power cord. This condition has the potential to interrupt delivery. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.